Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I would like a replacement guard, as the one I purchased has separated (mould from protection layer). As per email conversation with customer complaints, qa. (Email communication dated (B)(6) 2013).lot: 019651.